Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the left ventricular (lv) lead had no capture. The patient was asymptomatic. No changes were made and there were no consequences to the patient.